Event description:
The customer reported that a "haze" was coming out of the unit while it was running. There were no reports of injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other, oil mist - other - capital equipment, evaluated at customer site. The fse found the oil mist filter assembly leaking. The fse replaced oil mist filter assembly and added oil as needed. The system meets specification.